Event description:
It was reported that during a lead revision procedure (see MFR. Report 3006630150-2024-02262), the implantable pulse generator (ipg) would not charge. They attempted to charge intraoperatively but there was still no communication possible with the clinical programmer or the remote control. It was decided to replace the ipg and switch to a different model type so the patient would also be able to get a magnetic resonance imaging (MRI) in the future. It was noted that the patient had an accident a few weeks prior where she had gotten an electric shock from a non-boston scientific device. The patient had fully recovered post operatively.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed no anomalies with the data log analysis and it was able to be charged in one four-hour cycle. However, the charge log revealed that misalignment of the charger and/or poor ventilation during charging likely led to the ipg not being sufficiently charged during the lead revision procedure for it to exit the hibernation state and be able to communicate with the remote control. A product labeling review that was conducted determined that the charger should be well ventilated and properly centered over the ipg, as documented in the instructions for use (IFU). Therefore, engineers concluded that the probable cause of the reported event was a failure to follow the IFU.

Event description:
It was reported that during a lead revision procedure (see MFR. Report 3006630150-2024-02262), the implantable pulse generator (ipg) would not charge. They attempted to charge intraoperatively but there was still no communication possible with the clinical programmer or the remote control. It was decided to replace the ipg and switch to a different model type so the patient would also be able to get a magnetic resonance imaging (MRI) in the future. It was noted that the patient had an accident a few weeks prior where she had gotten an electric shock from a non-boston scientific device. The patient had fully recovered post operatively.